Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient's stimulator was changed to the settings of p2 but the patient did not see any improvements in symptoms. The patient is requesting that the device is explanted because it has not been working for them, so the patient was referred to a physician for explant. The patient has been experiencing urinary tract infections(uti)s one after the other and is suspecting that the device is the reason. The patient also reported that nvs are every 1 hour, and that the device is bothering them when they are driving with positional changes. The patient agreed to turn off the device while being treated for the uti. A follow up call will be performed the following week. No further patient complications were reported.

Event description:
It was reported that the patient's stimulator was changed to the settings of p2 but the patient did not see any improvements in symptoms. The patient is requesting that the device is explanted because it has not been working for them, so the patient was referred to a physician for explant. The patient has been experiencing urinary tract infections(uti)s one after the other and is suspecting that the device is the reason. The patient also reported that nvs are every 1 hour, and that the device is bothering them when they are driving with positional changes. The patient agreed to turn off the device while being treated for the uti. A follow up appointment was completed and the device was turned back on for stimulation. The patient is being treated for the utis with medication and there is no plan of the device to be explanted. The patient was informed that the device will not be effective until the uti is treated. The patient initially had improvements on their symptoms with the device. The physician does not believe that the recurrent utis are related to the device.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the DHR review, there were no issues found that would have caused or contributed to the reported issue. Discomfort, infection, urinary tract, urinary frequency, and therapy delivery/effectiveness problem were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's stimulator was changed to the settings of p2 but the patient did not see any improvements in symptoms. The patient is requesting that the device is explanted because it has not been working for them, so the patient was referred to a physician for explant. The patient has been experiencing urinary tract infections(uti)s one after the other and is suspecting that the device is the reason. The patient also reported that nvs are every 1 hour, and that the device is bothering them when they are driving with positional changes. The patient agreed to turn off the device while being treated for the uti. A follow up appointment was completed and the device was turned back on for stimulation. The patient is being treated for the utis with medication and there is no plan of the device to be explanted. The patient was informed that the device will not be effective until the uti is treated. The patient initially had improvements on their symptoms with the device. The physician does not believe that the recurrent utis are related to the device.

Manufacturer narrative:
Correction to field h6: impact code additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient's stimulator was changed to the settings of p2 but the patient did not see any improvements in symptoms. The patient is requesting that the device is explanted because it has not been working for them, so the patient was referred to a physician for explant. The patient has been experiencing urinary tract infections(uti)s one after the other and is suspecting that the device is the reason. The patient also reported that nvs are every 1 hour, and that the device is bothering them when they are driving with positional changes. The patient agreed to turn off the device while being treated for the uti. A follow up appointment was completed and the device was turned back on for stimulation. The patient is being treated for the utis with medication and there is no plan of the device to be explanted. The patient was informed that the device will not be effective until the uti is treated. The patient initially had improvements on their symptoms with the device. The physician does not believe that the recurrent utis are related to the device.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient's stimulator was changed to the settings of p2 but the patient did not see any improvements in symptoms. The patient is requesting that the device is explanted because it has not been working for them, so the patient was referred to a physician for explant. The patient has been experiencing urinary tract infections(uti)s one after the other and is suspecting that the device is the reason. The patient also reported that nvs are every 1 hour, and that the device is bothering them when they are driving with positional changes. The patient agreed to turn off the device while being treated for the uti. A follow up appointment was completed and the device was turned back on for stimulation. The patient is being treated for the utis with medication and there is no plan of the device to be explanted. The patient was informed that the device will not be effective until the uti is treated. The patient initially had improvements on their symptoms with the device. The physician does not believe that the recurrent utis are related to the device.